Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's seizure. No product lot was reported, so no qualification record review was performed. The omnipod user's guide advises that "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."

Event description:
The pt's mother called to report that her daughter had what they believe to have been a seizure the morning of (B)(6). It was not witnessed but the follow up symptoms suggest a seizure. Those symptoms included incoherence, extreme headache and blood glucose of 184 mg/dl, for which the mother gave (B)(4). The pt's blood glucose measured 94 mg/dl afterward. The endocrinologist was called and upon his advice they transported her to the ER, where she was admitted and remains today (B)(6). She is not using the omnipod pdm to measure blood glucose, so most blood glucose history for the previous 24 hours is missing. There was a measurement of 336 mg/dl at 12:26 am, for which a correction bolus of 10.8 units of insulin was administered, hours before the seizure. The mother indicated that her daughter has had much lower bgs (20s and 30s mg/dl) in the past without seizure. She is scheduled for an eeg today.